Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology moderately tortuous with no calcification. It was reported that the bifurcated stent graft was successfully implanted in the pt; however, upon removal of the delivery catheter, the metal component distal to the delivery system balloon was caught on the stent graft. The physician inflated a reliant balloon on the contra lateral side within the bifurcated stent graft, and was able to maneuver the delivery catheter for removal while the balloon held the stent graft in place. The device was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval code, results: delivery catheter, device discarded unable to evaluate, moderately tortuous vessels. Eval code, conclusions: moderately tortuous vessels. Secondary intervention.